Event description:
The manufacturer was contacted regarding a user of a dreamstation go auto w/bt, dom device. The user reports that they first contacted the manufacturer to replace the unit's cable, during which they learned about the recall. They mention having had a persistent cough for nearly a year but are uncertain whether the device is the cause. The patient states being under the care of a pulmonologist to which they were prescribed medication. There are no allegations of a serious injury nor allegations of device malfunction the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.